Event description:
Complaint #3 of 7. Patient participated in a (B)(6) study of treatment for 1 of 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse, osteophytic spondylosis (vertebral body) and facet hypertrophy osteoarthritis (lateral recess stenosis). Patient was implanted with an anterior lumbar interbody fusion (alif) spacer at level l4, l5 size and l5, s1 size. Patient was also implanted with an anterior tension band (atb) plate at screw l4 on left, screw l4 on right, screw l5 on left, screw l5 on right, screw s1 on left, screw s1 on right, with atb plate 449.103. Patient had been experiencing pain for 43 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced new onset of pain, requiring physical therapy, medications. This MDR is on the left screw at l4 (30mm).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.